Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During device preparation, no issues were encountered during crimping. During the procedure, difficulty was noted when inserting the esheath due to interaction with the j wire. Mild resistance was encountered while advancing the valve through the blue portion of the sheath; the operator proceeded with additional force. Upon exit from the sheath, a bent stent strut was observed, and the decision was made to proceed with deployment. Following deployment at the intended position, the patient's blood pressure decreased. No pericardial effusion was identified. Angiography of the right iliac artery demonstrated active bleeding, and a covered stent was deployed. The patient subsequently stabilized and was transferred to the ICU in stable condition. The delivery system was removed through the esheath without difficulty.